Manufacturer narrative:
Unit passed displacement test, selftest, sleep current measurement and active current measurement within specifications. No unexpected blank display noted during testing. The battery tube connector plugged in properly to the electrical board during visual inspection. No vibration anomaly during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump did not turned on. The customer's blood glucose was 130 mg/dl at the time of in incident. The customer reported that the after insertion of new battery insulin pump did not turned on. The customer will not return insulin pump for analysis.